Event description:
After an implantation period of approx. 68 months, oversensing on the ventricular channel was reported. It was noted that the patient presents symptoms of dizziness and fainting.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The provided information has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available clinical data included several test results. The right ventricular stimulation impedance was measured 613 ohms on (B)(6) 2019, the right ventricular stimulation threshold was measured 1,0 v on (B)(6) 2019 and the right ventricular sensing amplitude was measured 8,12 mv on (B)(6) 2019. The atrial stimulation impedance was measured 759 ohms on (B)(6) 2019, the atrial stimulation threshold was measured 0,5 v with on (B)(6) 2018 and the atrial sensing amplitude was measured 4,67 mv on (B)(6) 2019. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.